Event description:
It was reported that a kink to the access system sheath occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device with delivery system (wds) was used along with a double curve watchman truseal access system (was). When accessing the laa a kink in the access system sheath occurred and the procedure continued. Three partial recaptures and two full recaptures were completed. It was determined the closure device they were attempting to implant was the incorrect size. Both the closure device and access system were removed from the patient. A new wds and was were used to successfully complete the procedure.